Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at unk atms on the initial inflation. The lesion being treated was located in the distal right coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick balloon to successfully complete the procedure. No pt injuires or complications were reported. Pt status is reported as "stable."